Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing caused by a lead insulation on the atrial (ra) lead. On (B)(6) 2022, the physician elected to cap and replace the (ra) lead. The patient was in stable condition.